Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument. Fe cleaned and lubed all 'x' arm movements. Replace lld contact springs, tip clamps and plunger clamps. The instrument was tested without further problem and was returned to expected operation.